Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-apr-2018 with the following findings: during the investigation, a review of the black box showed evidence of a ¿cs088¿ watchdog alarm. The battery compartment was found to be cracked below the grip pad. The returned battery cap was undamaged and able to fit. The pump¿s ¿ez-prime¿ steps were performed correctly, with a ¿cs088¿ alarm during the investigation. The reported ¿cs088¿ complaint was duplicated. The pump¿s cover was removed, and further moisture corrosion was found to the watchdog circuit.